Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: medical records reviewed. This event has been determined to be a npi as there is no allegation of deficiency related to the identity, quality, durability, reliability, safety, effectiveness or performance of a depuy device after it was released for distribution. There is no report of an adverse event involving a depuy device. Device history lot: device history reviewed (B)(6) 19. 1 unrelated non-conformance on this lot number. Final micro and sterility tests passed. Expiry date: 31 dec 18. Quantity released: (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Dmf# - 13704, trade name gentamicin sulphate, active ingredient(s) gentamicin sulphate, dosage form - powder, strength 1.0g active in our cements. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received (B)(6) 2019. Records indicate patient received a left attune total knee arthroplasty. No allegations provided of patient injury or product failure, nor report of revision. Primary operative notes (B)(6) 2017 indicate the patient received a left total knee replacement due to end stage osteoarthritis. The patella was resurfaced, and depuy cement was utilized. The surgery was completed without indication of complication by the surgeon. Office notes (B)(6) 2018 indicate the patient is experiencing left total knee pain and left xray lucencies. There is no indication of patient harms for the right knee at this office appointment, however, the xrays also reveal lucencies on the right. Revision operative notes (B)(6) 2020 indicate the patient received a left total knee revision due to pain and aseptic loosening. Pre-operative xrays indicated lucencies. The tibial component was noted to be grossly loose at the cement to implant interface. The surgery was completed without indication of complication by the surgeon. All components were revised, no indication of deficiency for the insert, femoral component or patella. Competitor united psa knee system was utilized at revision. Revision notes also indicate the patient is experiencing right knee pain, no indication of treatment. Doi: (B)(6) 2017 dor: unknown (left).